Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 12mm x 2.75mm, concentric, de novo target lesion containing >45 and <90 degree bends, was located in the mildly tortuous and mildly calcified left circumflex artery. A 2.75 x 12 synergy drug-eluting stent was advanced and fully deployed to treat the lesion. However, during the procedure significant resistance was encountered while advancing and a dissection was noted. The physician deployed another 2.75 x 12 synergy drug-eluting stent for treatment of the dissection and completed the procedure. No further complications were reported and the patient status was stable.